Event description:
The physician using an omni device, reported that the catheter broke-off in the schlemm's canal while trying to pull the device through the trabecular meshwork for the goniotomy procedure. The broken off part of the catheter was retrieved using a mst forceps from the schlemm's canal and the procedure was completed without further incident.